Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer evaluated the device, confirmed a fault with the single board computer (sbc) printed circuit board (pcb), replaced the sbc and the ventilator worked properly.

Event description:
It was reported that when a ventilator was turned on, the display was white. There was no patient involvement.